Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned abutment screw confirmed that it had fractured and the hex was damaged. The device history record review could not be conducted due to lack of lot number information. Although a definitive root cause for the screw fracture cannot be determined, the fracture is not expected to be the result of any defects in design, materials or workmanship as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this abutment screw fractured when the patient came to the office with the crown in hand.